Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation issue was confirmed to be due to a hole in the balloon. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 2.25x15 nc trek balloon dilatation catheter (bdc) was advanced without resistance to a mildly calcified, de novo lesion in the distal left anterior descending coronary artery. When attempting to inflate the balloon to 8 atmospheres, the balloon did not inflate; a leak is suspected. The nc trek was then withdrawn from the anatomy without resistance. A 2.25x15 non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.